Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l59333, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm was heard. The healthcare provider (hcp) thought that the patient should have had his pump re filled by this time of this report, but wasn¿t certain, so he thought it was possible that the pump might have been empty. However, the hcp later interrogated the pump, which revealed that multiple motor stalls occurred between (B)(6) 2014. The stalls occurred for approximately 3 hours and normally occurred from the afternoon until 7pm. The stalls only occurred on some days. On (B)(6) 2014, the patient was in the emergency room (ER) due to the event. The patient was not experiencing any symptoms and was not taking any other form of spasticity medication. It was noted that this event did not occur with any of the patient¿s previous pumps. The patient did use a microphone/amplifier but did not use it all of the time. The patient¿s wife was going to try to rule out any electromagnetic interference (emi) that could have caused the stalls. The patient did not have any mris. The device system was used to deliver compounded baclofen. Details of the cause of the event, treatment/interventions, and troubleshooting/diagnostics were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.